Event description:
Info received indicates that during device implant the surgeon noted a fissure (hole) in one of the valve leaflets while suturing the product. The valve was abandoned during implant and was intra-operatively replaced with no consequence reported for the pt.

Manufacturer narrative:
Analysis: the product has not been returned to mfg; without product return review is limited and no results can be provided. Review of the device history record shows the device met all mfg specifications for product released to distribution. Although requested, add'l event info has not been provided to medtronic. The meaning of the device defect (fissure) described by the user is currently unk and could mean a tear (hole), or fenestration was noted in the leaflet, or the device was torn or cut during the procedure. Conclusion: no product return and no pt event; valve abandoned at implant. No conclusion can be drawn for the reported product problem.